Manufacturer narrative:
Pt info was not provided as no pt involved in this concern. Customer opted not to purchase a new vertek arm. The sites eval showed it to be functioning as intended. The issue was resolved without a service visit or replacement of parts. No items returned for investigation.

Event description:
A medtronic rep reported that a vertek arm would not lock. The site reported that the vertek arm was functioning properly and there was no need for replacement. No pt present.